Event description:
The patient is (B)(6) year-old male who was admitted on (B)(6) 2015 for a planned elective laparoscopic bilateral inguinal hernia repair with mesh. Intraoperatively, while the patient was on the skytron hercules 6700 series general surgery table it moved suddenly without anyone touching any buttons, lowering the head side and elevating the feet side of the table. This caused the patient to change his position and to slide abruptly. As the patient was being readjusted and re-secured on the table, it was noted that there was air filling up foley catheter's collection bag. Methylene blue was instilled into the foley and a leak was noted involving the exposed portion of the interior of bladder, approximating 2 centimeters in size. Intraoperative consult with a urologist was initiated and a laparoscopic surgical repair of the leak was performed successfully using absorbable sutures. The event was disclosed to the patient and the patient's family on the same day, subsequent to the patient's recovery from the anesthesia effects. He will have to have foley catheter in place for two weeks and to have a follow-up with urology. The surgical table in question was removed and sequestered for a biomedical investigation.